Event description:
It was reported that an unspecified quantity of exactamix 2000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked at the seam of the bag. The seal on the bag near the top, near the ring punch (used for hanging the bag), was not fully sealed, causing leaks. The leaks were discovered in the receiving room prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: functional leak testing was performed on all 7 companion samples and no leaks were identified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured between december 20, 2023 - december 21, 2023 . H11: the actual devices were not available; however, seven (7) companion samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the leak. Functional leak testing was performed using tap water with three (3) companion sample bags and no leaks were identified. The reported condition was not verified on the companion samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.